Event description:
It was reported the patient experienced pump positioning difficulties in 2008 due to weight gain. The patient had a large increase of subcutaneous fat which made it difficult to access the fill port. It was noted this was an ongoing issue that was worsening at each refill which lead to a pump replacement surgery. The patient's pump was replaced (B)(6) 2008 due to a low battery alarm. The device system was used to deliver dilaudid and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4) , implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type catheter.

Manufacturer narrative:
(B)(4).